Event description:
It was reported that there was a crack and discoloration on the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation: a lot order search was performed and there were no similar complaints found within the lot order.